Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined. One q-syte connector and two photographs were provided for investigation. A functional test revealed a leak from the connector. A microscopic examination revealed a column tear in the septum. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Occurrence of the incident: while administering pediven, a solution used to flush an arterial catheter, the nurse noticed blood refluxing into the purge syringe with leakage at the valve between the syringe (bd plastipak 20 ml) and the extension tube (asept inmed ref (B)(4)). The protocol for disinfecting medical devices is to use 70% ethyl alcohol. Immediate action: replacement with new devices, namely the syringe, the bd q-syte bidirectional valve, and the pe neoline extension tube. Immediate apparent consequences: for the patient: reflux of the arterial catheter with a risk potential for gas embolism and risk of infection due to breach of the closed system. For professionals: work overload - event management could you confirm that the bd q-syte leaked blood? Yes could you provide us with more detailed photos of defective products? Leak the professionals reporting a leak at the valve between the syringe and the extender tubing. Could you confirm that the defective product is the q-syte, the syringe, or both? All of this, it is difficult for us to know which device is incriminated.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.